Event description:
It was reported that a cdh29 was used during an unknown procedure. It was reported by the affiliate that the adjusting knob did not rotate. A new instrumentt was used to complete the case. There was no consequence to the pt.